Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the user identified mold within the product. This event occurred 19 times. The following information was provided by the initial reporter. The customer stated: we have a problem with mold on some purple tubes.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the user identified mold within the product. This event occurred 19 times. The following information was provided by the initial reporter. The customer stated: we have a problem with mold on some purple tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: bd received 15 samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality was observed. The evaluation of both indicated 11 tubes with larger than normal droplets of additive on the tube walls, and some that had a yellow clump of additive. The additive has yellowed hue which is known to occur during the manufacturing process. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retained samples were visually inspected, and no defects were found. Bd was able to confirm customers failure mode of additive abnormality from the samples and photo received however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.